Event description:
Stated problem: don called to report that a respiratory therapist accidentally instilled a 20 ml vial of shurclens into an et tube during a code situation. There was foaming of solution in et tube so it was suctioned and irrigated multiple times before pt transferred. This is a critical access hospital so pt was immediately transferred out to (B)(6). From a clinical perspective, the event occurred in the emergency room whilst pt was in respiratory arrest and was intubated. A respiratory therapist accidentally grabbed the ampoule of shurclens instead of the ampule of normal saline and instilled 20 mls into the et tube. There was foaming in the et tube and it was suctioned and irrigated. Pt's current condition is unk, as she was immediately transferred to another hospital as part of her pre-planned care not related to this event. This ae is deemed serious because of the possibility of pt suffering aspiration or chemical pneumonitis from the product.